Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: quick coupling device, k-wire device, (B)(6)2019. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the battery handpiece/modular device was making an excessive noise and the k-wire was not holding in the quick coupling device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the bearings were worn. It was further determined that the device failed pretest for check of free moving. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure. If additional information should become available, a supplemental medwatch report will be submitted accordingly.